Event description:
See initial report.

Manufacturer narrative:
A review of the DHR could not identify any deviations or nonconformities relevant to the issue. No technical intervention was performed to solve the issue and no further complaints have been submitted about this specific issue for this unit thus, it is reasonable to assume that the issue could be solved and did not recur. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Investigation is still ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code during maintenance. The side affected by the error code is unknown, however, an involvement of the stirrer motor of the patient side cannot be excluded. There was no patient involvement.